Event description:
Patient reported left side pain, swelling and a bilateral device rupture, diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.